Manufacturer narrative:
Qn#(B)(4). The device history review for the product hemolok l clips 6/cart 84/box lot# 73c2200528 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor or trend related events.

Event description:
It was reported that on (B)(6)2022., one clip does not close during usage on the patient and another clip was used from an unknown batch. Requested additional information is reportedly not available. The patient's condition was reported as fine.